Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Device used in a calcified vessel. Per the starclose instructions for use (IFU), in the precautions section states: do not deploy the clip in areas of calcified plaque. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported wing retraction problem and difficulty removing the device appear to be related to use technique such that the device was deployed in a calcified access site. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the starclose se device was stuck and could not be removed from the anatomy. The safety release mechanism was used, but the vessel locator wings did not close. The starclose se device was taken apart to close the vessel locator wings and the starclose se device was removed. Hemostasis was achieved by the starclose se clip. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.